Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus for dinner that had been consumed. Customer then ate cheetos and delivered another bolus that was too large (customer calculated dosage too high), causing bg level to drop (65 mg/dl). Customer consumed glucose tablets to treat low bg level.